Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the hypersensitivity that required medical intervention cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching and rarely may even lead to severe allergic reactions.

Event description:
A 71-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient notified novocure that she had temporarily discontinued optune gio therapy due to a widespread skin allergy. She reported experiencing severe itching, red marks, and blisters across her body. The reaction began on (B)(6) 2025. According to the patient, she contacted the hospital and was prescribed an unspecified antihistamine to be taken twice daily. She was also advised to pause optune gio therapy for 27 hours. The patient stated that the redness subsided within 48 hours, and the itching had nearly resolved. A nurse recommended consulting a physician if the symptoms reoccur to identify the underlying cause. The patient confirmed that she was not hospitalized for this incident. The patient's physician was contacted but no reply has been received to date.